Event description:
The patient has two leads for off-label use. Device 1 of 2. Reference MFR report #: 1627487-2015-07202. It was reported the patient has been experiencing a burning/stabbing sensation in her right ear. X-ray may be undertaken. The doctor feels that it's facetogenic pain and has ordered diagnostic tests to determine the source.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07202. Follow-up revealed an impedance check showed high impedance on one contact however sjm representative was unable to provide stimulation relief. X-rays showed the lead tails had changed position and one of the tails appeared to be kinked or fractured. As a result, the patient will undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2reference MFR report #: 1627487-2015-07202.following review of our complaint database it was determined the previous report (follow-up #1) contained incorrect information that belongs to a different patient. There is no new information to report at this time regarding this patient.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07202.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07202. Follow-up revealed the patient stopped getting pain relief. As a result, the patient's scs system was explanted on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
Conclusions codesjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.